Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (eg: rough handling), operator error, mechanical force. No actions can be taken at this time since a root cause was not identified. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2024 at 10:30 the patient was catheterized as ordered by the doctor. The foley catheter was checked to be within the validity period and the balloon was checked for leaks. The insertion was smooth. Half an hour later, urine leakage was found at the bifurcation of the triple-lumen catheter. Honeycomb-like cracks were immediately found after inspection. The family refused to replace the catheter, so the catheter was covered with a dressing. The family and the patient expressed their understanding.

Event description:
It was reported that on (B)(6) 2024 at 10:30 the patient was catheterized as ordered by the doctor. The foley catheter was checked to be within the validity period and the balloon was checked for leaks. The insertion was smooth. Half an hour later, urine leakage was found at the bifurcation of the triple-lumen catheter. Honeycomb-like cracks were immediately found after inspection. The family refused to replace the catheter, so the catheter was covered with a dressing. The family and the patient expressed their understanding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.